Event description:
It was reported that upon opening the kit, the saline ampule was broken open. This occurred in the labor and delivery department. As a result, a new kit was opened and used successfully to complete the procedure. There was no delay in treatment. No complications or death occurred to the pt.

Manufacturer narrative:
(B)(4). The device will not be returned.